Event description:
It was reported that the autopsy saw was smoking while in use at user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the autopsy saw was smoking while in use at user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of saw is smoking was not duplicated. The saw was disassembled and a shattered upper bearing and blackened debris were found. According to risk documentation and device inspection, a bearing failure of the can cause or contribute to the saw generating the smoke. Device was placed in parts retention.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.